Event description:
During preparation for cardiopulmonary bypass, the user reported that the pump roller occlusion knob was too tight to be turned, preventing the proper setting of the roller occlusion. There were no adverse consequences to the pt.

Manufacturer narrative:
Actual device involved in incident was evaluated. Visual examination. Performance tests performed. Component/subassembly failure (none). Other (user forced occlusion past point where it meets resistance). Device failure related to user handling. Device repaired and returned. Cause was determine to be user error. The user forced the occlusion knob past the occlusion setting stop point, causing the mechanism to jam.